Manufacturer narrative:
H.6. Investigation: two representative samples, one sample each of batch 9056806 and 907887 were received by our quality team for evaluation. Upon visual inspection of the samples received, there were no deformation or damaged observed on the eclipse hub or safety shield and no breakage observed on the safety lock pin. Additional testing (hub hook breakage, safety shield fall off/break off, and activation/locking force) was performed and the samples passed inspection; therefore the reported failure could not be verified. A device history record review found no non-conformances associated with this issue during production of these batches. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h.10.

Event description:
It was reported that during use the safety mechanism is failing with a bd eclipse¿ needle . The following information was provided by the company reporter: (1 of 4 complaints) it was reported that flip up cap does not engage well, and safety caps do not always latch. The following information was provided by the initial reporter: the current needles are highly unsafe in regards to their expected safety mechanism. These current needles have a flip up cap that does not engage well or easy. The biggest problem is in a situation where we need to administer vaccines to a child who is less than happy/compliant. When a child is jerking and trying to get away it is a danger to be using a needle with a poor safety mechanism. These needles have to be pushed down hard and often do not lock in place. The area that needs pressure applied is a great risk for a needle stick alone due to the risk of breaking a needle off. We have had several near misses in regards to staff needle sticks and re-sticks of patients that are concerning to our nursing staff.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9056806. Medical device expiration date: 2024-02-28. Device manufacture date: 2019-02-25. Medical device lot #: 9078871. Medical device expiration date: 2024-02-28. Device manufacture date: 2019-03-19." Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the safety mechanism is failing with a bd eclipse¿ needle . The following information was provided by the company reporter: (1 of 4 complaints) it was reported that flip up cap does not engage well, and safety caps do not always latch. The following information was provided by the initial reporter: the current needles are highly unsafe in regards to their expected safety mechanism. These current needles have a flip up cap that does not engage well or easy. The biggest problem is in a situation where we need to administer vaccines to a child who is less than happy/compliant. When a child is jerking and trying to get away it is a danger to be using a needle with a poor safety mechanism. These needles have to be pushed down hard and often do not lock in place. The area that needs pressure applied is a great risk for a needle stick alone due to the risk of breaking a needle off. We have had several near misses in regards to staff needle sticks and re-sticks of patients that are concerning to our nursing staff.